Event description:
According to the reporter, occurred during a total gastrectomy roux-en-y procedure. The surgeon clamped the tissue of the duodenum and tried to fire the device. However, the cartridge went to pieces. Nothing fell into the cavity of the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.